Event description:
Pt reported that they experienced prolonged erratic blood glucose levels while using the h-tronplus v100 pump for a period of 6+ months. Pt reported that they had to test their blood glucose up to 12 times per day because of extreme high and low blood glucose levels. After switching to a competitor's pump, the pt experienced a dramatic return to normal blood glucose levels.